Event description:
The patient contacted baxter's technical service center regarding a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The patient stated this was the third time this has happened to her with the hcp (the previous reports are captured in manufacturer report number 1423500-2012-10863 and manufacturer report number 1423500-2012-11085). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The rn stated that he was aware of this event. He stated that he had checked the patient's procard since she had received this alarm before and everything appeared to be correct. He stated that the patient was in the clinic on (B)(6) 2012 and at that time there were no new issues. Since then, therapy has been going well. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error- the tidal total ultrafiltration (uf) removal was set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.